Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5x15mm xience sierra stent was implanted on (B)(6)2019. The patient presented with non-st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2019, the patient was re-admitted with coronary artery dissection. Percutaneous transluminal coronary angioplasty was performed as treatment, and the final patient outcome is unknown. No additional information was provided.